Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that this m300 stopped transmitting pt data to the associated ics at approx 13:06 hrs based on the time stamp in the full disclosure data base. It was reported that this fact went unnoticed by the technician monitoring the ics until approx 13:38 hrs when the technician noticed a 'bed disconnected' message for this m300 and realized that the pt had not been discharged by the staff. The pt was readmitted to the ics and there was no pt injury reported. Draeger reference number: (B)(4).